Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Setscrew marks were noted on the terminal pin, cuts noted in the insulation, the helix was stretched, and blood/fluid was noted on the terminal pin and the helix housing. The lead passed electrical testing. Laboratory analysis noted that the sensing issues were due to the cuts noted, as they were noted at revision/explant, depending on when the lead became cut, the sensing issues could have been related although this was not confirmed by laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high pacing thresholds. Upon lv lead explant it was noted that the right ventricular (rv) lead showed poor sensing, thus the lead was also explanted and will be returned. No additional adverse patient effects were reported.